Event description:
It was reported that a patient presented to clinic after being shocked. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate therapy and pacing inhibition. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.